Event description:
During the course of the excluder bifurcated endoprosthesis procedure, the pt lost two units of blood through the vascular access sheaths and arteriotomy sites. This event was procedural related and not directly related to the excluder device.